Event description:
Endo catch bag detached from metal ring upon deployment of device prior to specimen retrieval. The gallbladder was extracted from the umbilical port site without the use of a bag without further incident.